Event description:
It was reported that the 8800 system would not save the images and the printer would not work correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printer, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.